Event description:
It was reported that during a carotid artery stenting procedure, deployment difficulties, a shaft detachment and patient surgery occurred. The 90-95% stenosed lesion was located in the severely tortuous and moderately calcified right common carotid artery at a bifurcation. The right common carotid artery originated from the left common carotid artery. At its origin, the right common carotid artery made two 90 degree turns before the bifurcation. Another manufacturer's guide catheter dissected the common carotid. After using a series of unk guide wires and catheters, an unk a 6 fr sheath was slightly engaged in the right common carotid, but was not secured. The distal tip of the sheath was placed on a right angle approximately 5 mm into the right common carotid artery. Due to the dissection, a filterwire was unable to be advanced. The lesion was crossed with another manufacturer's floppy guide wire. The physician decided not to predilated the lesion, due to the lack of an embolic protection device. A carotid wallstent 8x21mm was advanced to the lesion. The distal tip of the sheath was placed on a right angle approximately 5mm into the right common carotid artery. The sheath prolapsed back into the aortic arch, which left part of the guide wire "looped in the arch." The loop of the wire was outside of the monorail port on the carotid wallstent and the delivery system remained in a straight line from the tip of the sheath in the carotid artery. The wire prolapse was between the tip of the sheath and it slid back into the aorta and the right common carotid artery. The physician tried to advance the guide wire to realign the wire with the stent delivery system, but was unsuccessful. Due to the dissection, the physician wanted to remove the stent delivery system without the guide wire. However, since the large loop was still in the wire, and the monorail port of the stent delivery system was beyond this loop, the delivery system would not track over the wire. The physician placed a large amount of pressure on the carotid wallstent delivery catheter to try and remove it, and the catheter broke apart at the monorail port. The undeployed stent and a 10-15cm portion of the catheter remained in the patient's right common carotid artery. Several snares were used in an attempt to remove the stent and catheter segment unsuccessfully. The patient was sent to surgery, for a carotid endarterectomy to remove the lesion and the fractured device. The undeployed stent and catheter segment were removed. The patient status is report as "fine."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.